Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The first clip was implanted without issues. To further reduce mr, a second clip delivery system (cds) was implanted. After removal of the cds, a big jet was observed, and an anterior leaflet perforation was observed at the end of the clip arm of the second implanted clip. The clips remain secure on both leaflets. No additional clips were attempted to be implanted. Mr was reduced to 3. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Tissue damage is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The investigation was unable to determine a cause for the reported tissue damage. There is no indication of a product issue with respect to manufacture, design, or labeling.